Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were charging too frequently. The patient states his recharging intervals have increased since 2016, for about the past 6 months, and it seemed to worsening with time. The patient reported no changes to his programming. He used to go 6 to 8 days between charging and now he is charging every 2 to 3 days. No patient symptoms were reported. The patient was redirected to his healthcare provider to have his implantable neurostimulator (ins) and leads checked. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.